Event description:
The customer reported an over infusion of tpn. 120ml bag was hung on (B)(6) 2014 at 2100 and set to infuse at 5ml/hour. The tpn rate was adjusted a few times; however, by about midnight the nurse noted the bag was almost empty when there should have been a large amount still in the bag. The patient's blood glucose was 401 however, no specific treatment was provided other than stopping the tpn infusion. The pump passed several rate accuracy tests performed by the customer's biomed. There was no patient harm or medical intervention. No further patient/event information was reported.

Manufacturer narrative:
Manufacturer's report date: 05/14/2014. (B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.